Event description:
Customer states no reactivity was observed with vss192 cell 2 and a pt sample containing anti-e and anti-jka. Cell 3 reacted 1+ (jka+, e-). No death or serious injury was associated with this incident.